Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 had several failed storage spaces and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1 was failed and unable to recover. A field service engineer (fse) found the drawer with the bus connection light flashing, powered off the device and reconnected all cables and connections on the drawer, pyxis module, and the row cable on the drawer card, powered the unit back on and verified proper operation by testing in the hardware test application and with the user, with successful results. The system functioned as intended after the field service engineer repaired the device.